Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The DHR of product code 179712000, lot 177559, was reviewed and no non-conformances were observed during the manufacturing process. The product was released on january 29, 2018. Qty. (B)(4). The DHR was electronically reviewed. Customer quality investigation: the mmsi single inner setscrew was not returned, and the investigation will be completed based on the supplied image from the attachment. The image was reviewed, and the complaint condition could not be confirmed as the image did not show any issue with the set-screw. As the instrument was not returned an as received, dimensional, material or drawing reviews are not applicable. Conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the surgery of posterior lumbar internal fixation, when final tightening, the thread ring of screw was broken off. All the pieces were removed from the patient. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. Concomitant device reported: unknown screw driver (part # unknown, lot # unknown). This report is for one (1) mmsi single inner setscrew. This is report 1 of 1 for (B)(4).